Event description:
It was reported that during device change out due to normal eri, high capture threshold was detected on the rv lead. The physician elected to cap and implant a new lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.